Event description:
It was reported that the caller, who was on a trip, forgot their charging supplies at home and their t: slim x2 pump battery would not charge with the cable they had. There was no reported impact to the customer¿s blood glucose level. The caller declined troubleshooting assistance and decided to purchase another third-party charging cable, planning to follow up if the issue persisted.

Manufacturer narrative:
This event does not meet the definition of a reportable event and was inadvertently submitted.